Event description:
A customer reported that after a vitrectomy procedure, a nurse was removing the cassette from the system and noticed fluid leaking from the cassette. The fluid made its way down to the drum rollers nd traces of fluid were found on the tabletop of the system. The procedure was completed with no patient harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history review (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not e conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).